Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon installation of the home monitor, the status light turns orange, then green and then turns off. Upon restart, the same behavior was observed and after a few minutes, the status light turns green again and the pit button blinks.

Event description:
Reportedly, upon installation of the home monitor, the status light turns orange, then green and then turns off. Upon restart, the same behavior was observed and after a few minutes, the status light turns green again and the pit button blinks.

Manufacturer narrative:
Please refer to the attached analysis report.